Manufacturer narrative:
The lens was returned to b+l. All dimensional measurements were found to be within specifications. Lens evaluation did not identify any anomaly with the lens. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Reportedly, lens was implanted and removed due to capsule damage during implantation. Reportedly, the haptic went into the vitreous. The lens was removed, a vitrectomy was performed and another model lens was implanted as a replacement. This event pertains to the patient's right eye. Reference MDR# 1313525-2015-00735 for the delivery device that was used during this event.